Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6) stopped compressions was confirmed in the archive data but was not confirmed during functional testing. No device malfunction was observed, and the nxt platform functioned as intended. The nxt platform stopped compressions due to the secure strap of the long spinal board becoming entangled at the nxt band connection, as mentioned by the customer. Therefore, the likely root cause of the reported complaint was user error. Based on the archive log review, the nxt platform stopped compressions 26 minutes into treatment due to fault code 1210 (fault_motor_sensor_low_during_compres): motor current too low during compression hold. This fault detects either no patient presence or an open band during compression. The autopulse nxt platform passed the functional testing without errors. The platform was further tested using the mztf (medium zoll test fixture) with multiple batteries until fully discharged without any faults or errors. Following the service, the autopulse nxt platform passed the run-in and final tests without fault or error.

Event description:
Patient #2 during the patient call, the autopulse nxt platform (sn (B)(6) stopped working after two minutes as the secure strap of the long spinal board used by the crew became entangled with the spool of the nxt platform guard port at the nxt band connection. The nxt platform did not display any alerts reported by users. The crew switched to manual CPR. No consequences or impact to the patient.